Manufacturer narrative:
(B)(4).   If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "impregnation of vancomycin, gentamycin, and ceftaime in a cement spacer for two-stage cementless reconstruction in infected total hip arthroplasty" written by kyung-hoi koo, md, jin-won yang, md, se-hyun cho, md, hae-ryong song, md, hyung-bin park, md, yong-chan ha, md, jun-dong chang, md, shin-yoon kim, md, and young-hoo kim, md published by the journal of arthroplasty vol. 16 no. 7 2001 accepted by publisher 1 march 2001 was reviewed. The article's purpose was to report on results of utilizing an antibiotic impregnated spacer to treat infection. Data was compiled from 22 patients (17 men and 5 women) mean age of 56 years. The article captures each patient individually and does not provide product identity of original implants but utilizes depuy products of a total of 11 patients with at least one or more depuy products. Only 4 have complications/adverse events and each are captured individually under linked complaints. This complaint captures patient 8 a female (B)(6) years old with a 7 month duration of infection symptom that previously received 2-stage reimplantation for infection and received a final implant of duraloc cup and solution stem. It is noted her complication was an intraoperative proximal femur fracture during implantation treated with wiring.